Manufacturer narrative:
(B)(4)

Event description:
It was reported that catheter stuck in lesion occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified atrioventricular branch. An opticross¿ imaging catheter was selected for use. During the percutaneous coronary intervention (pci), the device was used to view the target lesion. However, it got caught at the severe tortuous part before reaching the lesion and was unable to cross. Balloon inflation was then performed to dilate the lesion, opticross¿ imaging catheter was tried to cross again but still it was unable to cross. An unknown stent was then placed. Intravascular ultrasound (ivus) was tried to perform but it was still unable to cross the lesion. The procedure was completed with another with the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink in the imaging window assembly in the distal end. There was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other visual damages were encountered upon visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified atrioventricular branch. An opticross¿ imaging catheter was selected for use. During the percutaneous coronary intervention (pci), the device was used to view the target lesion. However, it got caught at the severe tortuous part before reaching the lesion and was unable to cross. Balloon inflation was then performed to dilate the lesion, opticross¿ imaging catheter was tried to cross again but still it was unable to cross. An unknown stent was then placed. Intravascular ultrasound (ivus) was tried to perform but it was still unable to cross the lesion. The procedure was completed with another with the same device. No patient complications were reported.